Manufacturer narrative:
This complaint is for one unknown screw, the hole of implantation at which the plate broke. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mandible resection was reported to have occurred on (B)(6) 2013. On (B)(6) 2014, the left mandibular, 7 x 23 hole angled reconstruction plate was determined to be broken posteriorly at a screw hole near the resection. A secondary mandibular reconstruction along with revision to a new plate was expected to occur on (B)(6) 2014. Update: the patient was not compliant with her prescribed diet. A revision was performed on (B)(6) 2014 wherein a bone graft was taken from the hip and screwed into the jaw where the plate had broken. The plate was not explanted. The patient's jaw was wired shut and expected to remain as such for six weeks at which point the hardware is expected to be removed. This complaint involves 2 devices. This is report 2 of 2 for complaint (B)(4) and is for an unknown screw.